Event description:
Boston scientific crm received information that patient with this product noticed that the skin over the pulse generator (pg) area was reddened, swollen and warm to the touch. The lateral edge of the device was very tightly stretched across the pg and appeared ready to tear. The patient was seen by a cardiologist and was treated with antibiotics due to a suspected infection. The patient was seen for a follow up two weeks later and the site showed significant improvement. No adverse patient effects were reported. All products remain in service.

Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.